Event description:
Company representative called in to report that the customer's insulin pump was not working correctly. Caller stated that the unit was alarming, the battery was changed, but the alarm remains and customer was not able to clear it.

Manufacturer narrative:
All of the buttons are functioning properly however, found moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.